Event description:
It was reported that this product was part of a system revision due to infection, noted to be bacteremia. A replacement system was implanted. There were no additional adverse effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).